Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 57 mg/dl, which was addressed by consuming orange juice and apple juice. The customer requested assistance from tandem technical support with changing the basal rate settings from 1.45 units/hour to 1.35 units/hour. Tandem technical support assisted the customer with the requested changes to the settings.